Event description:
It was reported that the physician believed the atrial and left ventricular leads were pulled back due to patient pulling on the device. This caused both leads to have high thresholds. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator 2010 (B)(6); 6947 implantable tachy lead 2008 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the proximal segment of the lead was returned and analyzed. There were no anomalies found. It was noted that the distal conductor was fractured and melted. The outer insulation was breach melted. The outer insulation was cosmetically melted. It was visually noted that there was apparent explant damage.